Event description:
It was reported that device damage occurred. A left atrial appendage closure procedure was being performed. A watchman truseal access system (was) was placed at the laa. A 20mm watchman flx closure device and delivery system (wds) was advanced. The wds was deployed and partially recaptured four (4) times. Release criteria could not be met and a kink in the was and wds sheaths were observed. The 20mm wds and was were removed and exchanged for a new was and 24mm wds to successfully complete the procedure.